Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015; after a failed sensor the sensor was removed from the patient body and the sensor wire had detached remaining in the patient. The patient's mother removed the sensor wire with tweezers. The sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was inserted at the patient's arm. It should be noted that the dexcom pediatric users guide states: dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015; after a failed sensor the sensor was removed from the patient body and the sensor wire had detached remaining in the patient. The patient's mother removed the sensor wire with tweezers. The sensor was inserted at the buttocks on (B)(6) 2015. No additional event or patient information is available.